Event description:
It was reported that during central processing, the wire on the prograsp forceps instrument was found to be sticking out. There were no missing or falling pieces reported. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of wire sticking out. The housing of the instrument was removed and the instrument pitch cable was derailed from the back idler pulleys. The cable was wedged between two pulleys and lost tension. The clamping pulley screws were tight. The wires on the instrument were not frayed or broken. No other damages were found on the instrument. The complaint is being reported due to the exposed wire on the instrument.